Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a shunt percutaeous peripheral intervention (ppi). A 3.0 x 40 mm armada 35 was advanced to the lesion and inflated when it ruptured at 7 atmospheres during the first inflation. A new 3.0 x 40mm armada 35 was successfully used to further dilate the lesion. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.